Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the resetting process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support if any issues reoccur.